Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioflex meter read inaccurately. The complaint was classified based on customer care advocate (cca) documentation and information obtained in a follow up call made by medical surveillance (ms). The patient reported that the inaccuracy issues occurred within the last ¿two months¿ prior to contacting lifescan. The patient reported obtaining results of ¿298 and 378mg/dl¿ on the subject meter, performed within 20 minutes of each other. Based on statistical methodology the calculated difference in results exceeds lfs criteria for precision. The patient felt the reported results on the subject meter were inaccurately high in comparison to results obtained on a dexcom device. Meter to cgm devices do not meet lfs criteria of a valid comparison for accuracy. The patient manages her diabetes with an insulin pump and increased her insulin dose as a result of the allegedly high results. The patient reported that an unspecified time after obtaining the allegedly inaccurate results she developed symptoms of ¿shaking, sweating, dizzy and vision impairment¿ which she associated with low blood glucose and that she self-treated with ¿a juice drink¿. During troubleshooting the cca noted that the meter was set to the correct unit of measure and the patient had used the correct testing method. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms suggestive of a serious hypoglycemic event after the alleged issue occurred.